Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he insulin pump had an under delivering alarm. Customer's experienced high blood glucose of 16.4 mmol/l to 23.1 mmol/l. Customer had symptoms such as nausea and treated with manual injection. Customer's blood glucose value was 4.3 mmol/l at the time of the call. Customer also mentioned that the infusion set cannula was bent when removed from the insertion site. Customer was advised to change the infusion set. The product was not returned for analysis.